Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving unknown baclofen via an implantable pump. It was reported that the patient had been feeling unwell for 2 days, with abdominal pain and fever. Progressive deterioration, with increased fever and vomiting. Abdominal wound infection, with wet purulent wound. Diagnosis of sepsis due to polymicrobial infected baclofen pump with associated meningitis. Laboratory testing revealed mild inflammatory signs in blood sample and positive hemocultures (mssa). Vanco-ceftazidime antibiotics were administered. The event resulted in in-patient hospitalization, an emergency room visit and an urgent care visit. The pump and abdominal catheter as well as part of the intrathecal catheter was explanted and disposed of. The issue was reported as resolved without sequelae.